Manufacturer narrative:
Concomitant products: sheath introducer (6fr 10cm parent, medikit), guidewire (sv wire, cordis). (B)(6). During an unspecified interventional procedure, a 5mm 4cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 (four) atmospheres. Therefore, it was replaced by another balloon (5x4 powerflex pro, cordis) and performed a dilatation at 10 atm (atmospheres). A stent (7x8 smart stent, cordis) was placed in the lesion. The procedure finished successfully. There was no reported patient injury. The target lesion was the right renal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. An approach was made from the right femoral artery with a sheath introducer. A guidewire (sv wire, cordis) crossed the lesion, and the saber balloon catheter was delivered to the lesion and inflated when it ruptured. There was no difficulty removing the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17023284 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 90% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
During an unspecified interventional procedure, a 5mm 4cm 150 saber percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 4 atmospheres. Therefore, it was replaced by another balloon (5x4 powerflex pro, cordis) and performed a dilatation at 10 atm. A stent (7x8 smart stent, cordis) was placed in the lesion. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The target lesion was the right renal artery. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 90%. An approach was made from the right femoral artery with a sheath introducer (6fr 10cm parent, medikit). A guidewire (sv wire, cordis) crossed the lesion, and the saber balloon catheter was delivered to the lesion and inflated when it ruptured. There was no removing the hoop, protective balloon cover, stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast and the contrast to saline ratio used are unknown. An encore indeflator was used in the procedure and it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve and any resistance/friction while inserting the balloon through the guide catheter. It is unknown if there was difficulty advancing the balloon catheter through the vessel. It is unknown if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon catheter kinked while being used. It is also unknown if the device was easily removed from the patient and the other devices. However, it was intact upon removal from the patient.